Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced sinus arrest and required cardiopulmonary resuscitation due to asystole. It was further reported that upon opening the implantable pacing lead it was observed that the lead helix was protruding out of the lead and could not be retracted. Numerous attempts were made to introduce the lead; however, it could not be advanced through the cephalic vein due to the partially extended helix. It was eventually removed and replaced with a new lead. After the procedure, the lead was cleaned and it the lead helix was working properly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sinus arrest occurred at the beginning of the implant procedure prior to any products being introduced or implanted. It was noted that the arrest was not related to the implantable product.